Event description:
Customer reported when that alarm is in use and the hold/suspend button is pushed, the alarm continuously sounds. Customer did not provide a date when discovered. No patient injury reported.

Manufacturer narrative:
Results: evaluation of the returned unit did not confirm a continuous sound when the hold/suspend button is pushed. The unit powers up and the hold/suspend button does stop the alarm when it is pressed or held as it should. However, there is battery leakage residue on the battery door, the battery springs are corroded due to battery leakage, but no visible corrosion on the flat contacts was observed. Also, the message does not play when the unit is set to voice or voice and tone, instead a clicking sound is heard. The tone still plays as it should when set to voice and tone. Unit passes all other functional tests. Note: instructions for use state: batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. Manufacturer reference file # (B)(4).